Manufacturer narrative:
(B)(4) batch # unk. Date of event is 2019. No event day or event month was provided. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a right hemicolectomy, the doctor and fellow were using ethicon linear cutter, ntlc75. They fired the linear cutter, ntlc75, and halfway through the firing, the blue lever that pushes the knife blade snapped off, leaving the device half fired. The device was removed and another ntlc75 was used with no issue. The procedure was successfully completed, there was no delay to procedure, and the patient was not affected (no patient consequence).

Manufacturer narrative:
(B)(4). Batch # t5a66z. Photo evaluation summary: upon visual inspection of a photo, the following was observed: the photo shows tissue support for surgical instruments from top view and it can be seen as a staple line properly formed; however, near the of end the tissue was not cut. This condition was caused due to damaged on the firing knob mentioned in the event description. Based on the photo alone the event described is confirmed, however no conclusion or root cause could be determined. Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and the proximal 45 drivers up and the remaining drivers were down with staples present; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: when the firing knob broke off of the device, did it fall into the patient? If yes, was it removed? Will it be returning with the device for analysis? If not, was it disposed of? No, the blue firing knob was in the fellows hand when it came off and did not fall into the patient.